Event description:
A customer contacted beckman coulter inc. (Bci) stating that unicel dxc 600 pro synchron clinical system was leaking no foam bottle assembly and the peltier was also leaking water. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) replaced no foam bottle and peltier.